Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation and uneven breast". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date of 2016.

Event description:
Healthcare professional later reported "particles in the valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events particles in valve and deflation was received on april 08,2026, with catalog number mcghan360cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ particles in valve: observed particles in the valve through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation and uneven breast". This record is for the left side. Device was explanted.